Event description:
Customer hospitalized due to low blood glucose. After thorough check of the settings and histories the daily totals on the day of hospitalization were reasonably higher than for the other days. Customer's family member stated that she does remember having a few problems right after connecting the set to the patient that morning, she says she was pressing buttons and it is possible she inadvertedly programmed an unintended bolus.